Event description:
In 2004, md used the array system for a bilateral l4-s1 procedure. At first follow-up visit, md noted on x-ray set screws on left side of construct appeared to have loosened and the rod had disengaged from the construct. The md will leave implant as is and monitor patient.